Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No actions were taken for the issue. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that prior to use of a smiths medical cadd solis hpca pump, the pump failed volume test. No patient was involved in this event and no adverse effects were reported.